Manufacturer narrative:
According to the customer on (B)(6) 2022 her mother was riding in the car and when attempting to get out and sit in the wheelchair a 'rough piece of metal on the wheelchair gauged a deep wound on the lower right leg'. Per the customer they were already at a hospital visiting the customer's father and the wound was dressed by a nurse with gauze and a bandage who happened to notice the injury. Per the customer the wound did not heal after 2 weeks and they went to an urgent care where imaging was performed, which came back negative, and she was referred to receive 'advanced wound care and ordered home health starting on (B)(6) 2022 until the wound was better'. Per the customer her mother has been receiving wound care from home health 3 times a week and the wound is reported to be healing and doing better. No additional information is available. The device is available and has been requested to be returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2022 her mother was riding in the car and when attempting to get out and sit in the wheelchair a 'rough piece of metal on the wheelchair gauged a deep wound on the lower right leg'. Per the customer the injury required multiple wound care visits and home health.